Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that they noticed a discrepancy for wbc results for one pt generated using a cell-dyn 3200 sl analyzer between results obtained using closed mode and open mode of operation. A wbc = 12.3 k/ul was obtained in closed mode and a wbc = 5.95 k/ul was obtained in open mode. The customer states that the closed mode result appears to be incorrect based on previous results and clinical history. Incorrect results were not reported from the lab with no impact to pt mgmt was reported.